Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Electrode #11, case node, and vh node were shorted inside the asic-u2. The device profile indicated that the battery depletion rate was normal 3.18 mv prior to implant and changed to 586.4 mv after the implant. The device was damaged during the implant procedure.

Event description:
A report was received that the patients ipg was not holding a charge. Database (db) analysis showed that the impedance measurements revealed an irregular value on port d (1 contact). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was not holding a charge. Database (db) analysis showed that the impedance measurements revealed an irregular value on port d (1 contact). The patient underwent an ipg replacement procedure and was doing well postoperatively.